Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemihepatectomy, after installing the reload, when they checked if the reload was installed well, they found that the reload was unable to be closed. They unloaded the nails and installed again but still were unable to close. They replaced other manufacturer's device to complete the case. There was no patient injury.